Event description:
The reporter stated that a self test failure occurred during power-up self test, discovered during routine device check. No pt was involved.

Manufacturer narrative:
Device will be repaired and tested, and will be returned to the customer upon approval of a purchase order. The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The reporter stated that a self test failure occurred during routine device check. Factory service confirmed the complaint by observing a defib error during power-up self test. Defib errors were also recorded in the device log. When the device was opened, fluid damage (code 142) was evident throughout the interior of the device, i.e., heavy oxidation was evident on the printed circuit boards and the electrical isolation padding was warped from being wet at one time. The oxidation shorted a control signal to ground (code 121), which caused the defib error during self test. The path for fluid ingress is inconclusive. The damaged printed circuit board and other damaged parts will be replaced. Following repair and acceptance testing, the device will be returned to the customer.